Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver resection procedure, while firing through liver parenchyma, the device was unable to fire, green button could not be pressed, and handle was unable to be squeezed. A new device was used in order to resolve the issue. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver resection procedure, while firing through liver parenchyma, the device was unable to fire, green button could not be pressed, and handle was unable to be squeezed. A new device was used in order to resolve the issue. No patient injury.